Manufacturer narrative:
Insulin pump received rf pic failed self test alarm during self test due to faulty y1. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed selftest. The patient¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed and the self test was done. Test was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The alleged device is not expected to be returned for analysis.